Manufacturer narrative:
The customer declined to return the device for inspection, therefore a root cause could not be determined. The customer was prided the part # for a replacement power cord to resolve. The welch allyn pediatric/infant scale is intended to be used by clinicians for weighing patients from 0.35 oz to 44 lbs (10 g to 20 kg) and measuring patients up to 32 inches (81 cm), depending on the size of the scale cradle. Although there was no adverse event associated with this incident, if the reported malfunction were to recur, it could lead to serious injury or death.

Event description:
Customer reported that the power cord to the scale was worn with the copper exposed.